Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that large air bubbles/gaps were observed along the infusion set tubing. The customer's blood glucose level was 230 mg/dl. Reportedly, the customer primed the tubing to resolve the issue, and continued using the pump for insulin therapy. In addition, customer reportedly used cold insulin to fill cartridges. Tandem technical support educated customer regarding cartridge labeling instructions.